Manufacturer narrative:
On september 19, 2022, mentor received additional information indicating that the patient was tested for mold and it was confirmed that they are suffering from a very bad case of mold poisoning. The patient associates this findings with implanted devices.

Manufacturer narrative:
On june 21, 2021, mentor became aware of the following additional information: the patient was scheduled for bilateral implant explantation surgery on (B)(6) 2021. The patient also suffered the following and their onset date: infertility on (B)(6) 2012, fatigue in 2014, hair loss soon after implantation, depression, anxiety in 2015, joint pain in (B)(6) 2020, migraines, lymph node inflammation, and pain in 2018. On june 28, 2021, mentor also received additional information indicating that the patient suffered bilateral breast capsular contractures (baker grades unknown). And additional symptoms: ibs, leaky guy, brain fog, memory loss, and rippling in breasts when leaning forward. The patient underwent bilateral enbloc capsulectomies with implant removal on (B)(6) 2021. In addition, pathology results indicated a staph infection of the right breast. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: generalized illness, capsular contracture. Manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On october 19, 2022, mentor received additional information indicating other symptoms that the patient experienced: chronic inflammation, viral and bacterial infections, insomnia, low libido, numb limbs, tested positive mercury, aluminum toxicity, and deficiency in vital minerals. The patient also reported that staph and acnes infection was found in the capsules and they also found out that their kids also have mold illness. Lastly, the patient reported observing the implants to be leaching silicone 15 months after explantation. On october 27, 2022, mentor received additional information (via FDA mw5112834) indicating additional symptoms: implants were stuck to ribcage and had to be scrubbed off during explantation and had an enbloc capsulectomy. The patient also found out that they have parasites too. Post-explantation of the implants, the patient had lab report that indicated that they have cells in unhealthy state and has difficulty detoxing. In addition, an updated date of event was also provided: september 14, 2012.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone primary breast augmentation with two 350cc mentor memorygel breast implants, suffered several unexplained systemic symptoms, including bilateral breast pain that they cannot lay on her stomach, pain during breast feeding, a lot of unspecified breast implant illness symptoms and fertility problems. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.